Manufacturer narrative:
This pacemaker remains in service, so therefore will not be returned to boston scientific for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a recent follow-up, an ambulatory threshold test was performed. During the test it was noted there was farfield oversensing in the atrium, and pacing inhibition of greater than two seconds in the ventricle. Printouts were sent to boston scientific technical services (bsc ts) for review, and to provide feedback pertaining to system optimization. There were no adverse patient effects reported.